Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge displayed an inaccurate display of 0 units. The customer reported a blood glucose (bg) level of 410 mg/dl, which was addressed by delivering a bolus. Reportedly, the customer loaded a new cartridge onto the pump.